Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a low out of range shocking impedance measurement and low r-wave amplitude measurements. Since there was only one out of range impedance measurement and the electrograms appeared normal, the physician opted to continue to monitor the patient. No changes were made and the system remains implanted in the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.